Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. The same day as receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.